Event description:
Additional information obtained 11/16/20. The sales rep has provided corrected information. This ar-13999mf fast pass scorpion handpiece was not used in the prior case: (B)(4).

Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating part (instrument) was returned and identified (ar-13999mf / batch 10421004). Confirmed the needle strip thickness and width dimensions to be within specification. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This submission contains additional information which has been included in section b5: additional information obtained 11/16/2020: the sales rep has provided corrected information. This ar-13999mf fast pass scorpion handpiece was not used in the prior case: (B)(4).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2020 rotator cuff repair procedure the ar-13999mf, fast pass scorpion hand-piece, (lot 10421004) was being used with an ar-13995n scorpion needle. The needle tip broke off in the tendon while passing suture and was not retrieved. An x-ray was taken that shows the needle tip in the patient however a copy was not provided to the arthrex sales representative. This same ar-13999mf fast pass scorpion hand-piece was used in a prior case (case (B)(4)) that also resulted in a broken unretrieved ar-13995n needle tip. The ar-13999mf will be returned for evaluation.